Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter (sgc) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report resistance between the clip delivery system and the steerable guide catheter (sgc), and anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium. The clip delivery system (cds) was then advanced through the sgc. When the clip was approximately 10 cm out of the soft tip of the sgc, an unusual amount of resistance was met, and the cds became stuck. The cds was unable to be retracted into the sgc, so the cds and sgc were removed together as a unit. The closed, undeployed clip met resistance at the interatrial septum, but was able to be removed. This resulted in a large atrial septal defect (asd). Dopamine was administered to treat the patient's low blood pressure. Septal tissue was noted on the undeployed clip. A new sgc and cds were used. One clip was successfully implanted, reducing the mr to 1. An amplatzer septal plug was implanted to treat the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). The results of the returned device analysis confirmed the difficult clip delivery system (cds) advancement/removal and indicated it was due to the steerable guide catheter (sgc) tip ring deformation. There was no issue identified with the cds device. The difficulty removing the device from anatomy could not be replicated in a testing environment, as it was due to procedural circumstances. The investigation determined that the reported difficult cds advancement/removal appears to be related to the sgc used during the procedure. Further analysis of the returned sgc identified that the lamination of pebax material was peeling and obstructing the inner diameter (ID) of the sgc. Additionally, the ID of the tip ring had deformed into an ellipse shape and was likely the source of the difficult cds advancement/removal. Tissue was found on the returned mitraclip. The asd and septal tissue inside the clip was due to the difficulty removing the cds from the anatomy and the procedural circumstances. The asd then likely caused the cascading effect of hypotension. The reported patient effects of atrial septal defect (asd) and hypotension, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.